Manufacturer narrative:
H11: section a through f ¿ the information provided by bd represents all of the known information at this time. This complaint was received as part of a clinical survey. Contact information was requested but not provided by the customer in the survey process. As such, any additional information including regarding the patient or subject sample cannot be obtained. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via clinical survey, clinician and/or patient encountered leakage with the bd safestep huber needle set. Patient had two insertion attempts, not well channeled. This report addresses both needles.